Event description:
An end user reported an issue with a nanoknife 3.0 generator. After the electrodes were placed in the patient's liver, the doctor pressed the pedal to activate the generator for pulse delivery, however, the generator did not activate. Upon inspection, it was noticed the pedal connector on the unit wasn't in the original position, and appeared to be sunken in. For medical service center was contacted and was able to trouble shoot the issue by instructing them to remove the cover from the unit to access the connector. Once the cover was removed, they were able to connect the footpedal from the inside of the unit, and the procedure proceeded with no further incident. During the attempt to get the unit started, the doctor broke the pin on the footpedal. It was reported the troubleshooting took approximately an hour. As the patient had been sedated and the electrodes placed, this event meets the criteria of reportability.

Manufacturer narrative:
The reported nanoknife unit has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The reported complaint description of foot pedal/connector damaged was confirmed during unit evaluation. Connector and foot pedal were replaced. The root cause for the foot pedal/connector damage was handling damage to device unit at some point during or prior to unit setup. The unit was tested with the new foot pedal/connector per svc-002-s10 functional test and svc-027 electrical safety test and met all acceptance criteria. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: per current user manual 16795933-21, rev. A (page 18): section 5: system operation. 5.1 procedure overview: an overview of a typical nanoknife ablation procedure is listed below. Refer to subsequent sections of this user manual for detail usage instruction on operation of the nanoknife generator. 5.1.1 procedure setup (before patient enters procedure room): 1. Plug in the nanoknife generator and cardiac gating device into a grounded power outlet within the procedure room. 2. Power on the nanoknife generator. The nanoknife generator will initiate and complete a power-on self-test (post). 3. Attach the double pedal footswitch to the nanoknife generator. 5.1.2 patient preparation: 4. Prepare patient for general anesthesia. 5. Position patient into appropriate position for anticipated nanoknife single electrode probe insertion (e.g., supine, prone, lateral, lithotomy). "Maintenance should be carried out only by trained personnel. The generator must undergo periodic preventative maintenance as specified in the maintenance and service (section 9). Avoid moving the device when powered on. Avoid jarring the equipment during transport. System location: the generator must be installed and operated in an environment that conforms to the operating conditions specified in section 10.4. The generator must be installed on rigid surfaces suitable to withstand its weight. Maintenance calibration required every 12 months by an authorized service agent." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Correction, b4 january 04, 2026 was inadvertently entered when the date should have been january 05, 2026. Reference (B)(4).